Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 4.00 x 38 synergy¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent got lifted during delivery. The procedure was completed with a different device. No patient complications were reported.